Event description:
(B)(6). On (B)(6) 2010, at about 4:00 pm, an event report was received via telephone of an over exposure of a cardiac catheterization pt utilizing a fluoroscopic machine in cine mode, because of operator error. -(B)(4)-. Could be possibly a sentinel event. No adverse effects have been reported yet. Event abated after use: yes.